Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a magellan safety needle. The customer reports "routine immunization (17 month old patient) was being given intramuscularly in the right lateral thigh. When inserting the needle, it bent and then upon injection of the medication was noted to be spraying out of the side of the needle". Customer alleges "device malfunction" that is, the device did not do what it was supposed to do".

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.